Event description:
The patient contacted animas on (B)(6) 2012 stating that the audio bolus button had delayed responses to user presses. The patient denied damage to the audio bolus button. The patient noted water in the battery compartment. The patient reportedly wore the pump exterior to a garment and cleaned the pump with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, visible moisture corrosion was found on the audio bolus button switch.